Event description:
A customer reported that the usb port on their device was damaged, preventing it from being plugged in or turned on, even after testing with several different cables. There was no information regarding any impact on the customer's blood glucose level. The device was set to be returned, with a replacement pump arranged.